Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone and was advised to swapped the power supply. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).